Manufacturer narrative:
Quality control results before and after the event were acceptable. The field service replaced the heat cut filter and the reagent bath assay window, adjusted the ultrasonic mixer, changed the incubation water, and performed a blank cell measurement. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine crep gen.2 result from the cobas 8000 cobas c 701 module. The initial result was 9.77 mg/dl. As the patient did not have a previous laboratory result, the sample was repeated with results of 1.35 mg/dl and 1.15 mg/dl. The questionable result was transmitted to the clinician, but the customer transmitted the correct result about 10 min later. The reagent lot number was 65757401 with an expiration date of 31-may-2023.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer performed an instrument check which partially failed. He checked the gear pump pressure, rinsed the sample probes, and checked the photometer current monitor and the mixer frequency. After exchanging the mixer, an instrument check was performed with acceptable results. Quality controls were run with acceptable results. The instrument was confirmed to be running back within specification. The issue did not re-occur. The investigation is ongoing.